Event description:
It was reported that the blade broke during a surgical procedure. No patient impact nor delay was reported.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Manufacturer narrative:
H3: the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H6: the quality investigation is complete.

Event description:
It was further reported that the procedure was completed successfully with no surgical delay and no adverse consequences.